Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a failed battery test alarm. The customer's blood glucose level was unknown. The customer did not have a new battery to troubleshoot. The customer was advised to buy new batteries and call back to complete troubleshooting. Nothing was replaced or returned for analysis.